Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the placement signal issue has been completed. The data logs confirm placement signal was maxed out. The console was received for investigation and fringe pattern were analyzed but showed no abnormalities. The optical connector had significant detritus which was able to have some of it cleaned away. The failure mode was unable to be reproduced after cleaning the optical connector. The root cause of the consistently unreliable placement signal was most likely due to the contaminated optical connector. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. While on support, the automated impella controller (aic) displayed a ¿placement signal not reliable¿ alarm. Support was continued, and the patient was successfully weaned off the device.